Event description:
Cadd legacy pump malfunction with high pressure and low battery. No occlusion in tubing with new batteries. Pt switched to back up device with adequate batteries to resolve issue. No adverse event associated with this product complaint. Reported to (B)(6) by pt/caregiver. Dose or amount: 20 nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to current. Dose or amount: 20 nkm, frequency: continuous, route: intravenous. Dates of use: from "(B)(6) 2017" to current. Diagnosis or reason for use: pah.